Manufacturer narrative:
Device available for evaluation updated. Device evaluated by manufacturer updated. System analysis/service repair was performed by the distributor on march 10, 2017. The replaced resonator s/n (B)(4) was received at the manufacturer on april 28, 2017.

Manufacturer narrative:
Added date of event.

Manufacturer narrative:
System analysis/service repair by the distributor on march 10, 2017: the reported errors were verified and determined to be the result of a faulty resonator. The resonator was replaced and error 302 occurred. It was determined that the temp cable was damaged and it to was replaced. The system was tested and verified to meet manufacturer¿s specification. Preventative maintenance was also performed on this laser during the service repair.

Event description:
It was reported that upon starting up the laser error 111 and 171 were observed. An unsuccessful attempt was made to clear the errors. After rebooting the laser, the procedure was started and error 211 and 235 were observed. The procedure was completed with an alternative procedure (turp). Patient outcome: "there is no patient complications as a result of this event".

Manufacturer narrative:
System analysis/service repair was performed by the distributor on march 10, 2017. The replaced resonator s/n (B)(4) was received at the manufacturer on april 28, 2017. Product evaluation: the resonator evaluation was completed on june 02, 2017: no damage to the crate was noted; no external damage on the resonator was noted. The reported issue of ¿error 111¿ was confirmed. It was determined that both lbo exhibited moisture damage; diode was found to be shorted out causing lps interlock error at turn on; ram optic had burnt close to center. Diode, lbo and ram optic were replaced, the resonator was aligned and a new test report was created. Probable root cause: based on fa report, the probable root cause was determined to be moisture damage in the resonator.